Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 130 alarms noted during test however, pump error 130 alarm is found in the formatted history file. Exposed to magnetic field or MRI unknown. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error. No unexpected pump error 3 alarms noted during testing and were not found in the formatted history file. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and unresponsive buttons. Customer was unable to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.